Event description:
Boston scientific received information that this device had declared elective replacement indicator (eri) on (B)(6) 2011. The caller was inquiring if eri declaration resulted in a yellow pop-up window because this screen was not noted when the device was recently checked. The monitoring voltage was 2.43v and the charge time was 17.2 seconds. A boston scientific technical services consultant informed the caller that there is a window associated with eri being triggered. The consultant stated the device is included in the shortened replacement window (srw) advisory and should be replaced soon as it has been three months since eri was declared. The device was subsequently explanted and replaced. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a longevity calculation confirmed the device did not meet longevity estimates provided in device labeling. Portions of the circuitry, including the battery, were isolated and tested. Final analysis concluded the premature battery depletion was due to low-voltage capacitor degradation, which resulted in a high current condition.